Event description:
Patient reported left side a ¿seroma¿, ¿being hospitalised years ago due to swelling of left breast, mastitis, supuring areolas and fibrosis¿, ¿pain and deformity on left device, probably a capsular contracture¿ and ¿had a ganglion biopsied with negative result¿. The device remained implanted.

Manufacturer narrative:
(B)(4). The events of capsular contracture, seroma and infection are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, infection(late onset), seroma.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b5, h6.

Event description:
Patient additionally reportd ¿periaerolar serous exudate¿, ¿exudate has become serohematic, and since yesterday presents enlargement and swelling of the left breast¿, ¿periprotesic liquid (15mm) in left breast with light septs¿, ¿¿diagnostic: - areolar eccema and increase of the size of the left breast¿, ¿reactive-looking lymph nodes in left region (of as much 14mm diameter). Paaf analysis is performed over one node (diagnostic: linfoid poliform celularity, comptible with linfadenitis; negative citology for malign cells)¿.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side a ¿seroma¿, ¿being hospitalised years ago due to swelling of left breast, mastitis, supuring areolas and fibrosis¿, ¿pain and deformity on left device, probably a capsular contracture¿ and ¿had a ganglion biopsied with negative result¿. Patient additionally reported ¿periaerolar serous exudate¿, ¿exudate has become serohematic, and since yesterday presents enlargement and swelling of the left breast¿, ¿periprotesic liquid (15mm) in left breast with light septs¿, ¿¿diagnostic: - areolar eccema and increase of the size of the left breast¿, ¿reactive-looking lymph nodes in left region (of as much 14mm diameter). Paaf analysis is performed over one node (diagnostic: linfoid poliform celularity, comptible with linfadenitis; negative citology for malign cells)¿. The device remained implanted.